Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for inspection, and the customer's reported issue ¿air supply failure¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, no air is fed. Nozzle has foreign objects, adhesive on bending section has a chip, crack and white clouded area, nozzle is deformed, connecting tube has a scratch and wrinkle, and paint on air/water and suction cylinder is peeled, the customer provided to olympus the following information related to reprocessing of the device: 1.) The device was cleaned, disinfected and sterilized before returning to olympus. 2.) The customer was unable to identify when the foreign material adhered to the scope. 3.) The air/water nozzle was flushed with water and air. 6.) It is unknown if there were any abnormalities in the accessories used for reprocessing. 7.) The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. 8.) The air/water nozzle was flushed with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had air supply failure during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed using a similar device. Upon inspection and evaluation, the nozzle has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to physical damage to the device, the foreign material could not be removed even after proper reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): inspection method is described in the operation manual chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.